Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation with an attached healing collar. This healing collar is not included in the investigation, as the complaint is related to the implant and the medical event is located at the surgical level. Visual inspection of the as returned product identified signs of wear from use about the implant threads, and debris in the drive feature. The implant is not noted to be fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 2 months. The reported event could not be recreated due to the nature of the dental device and event (fracture + medical conditions). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1219571. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1219571) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture + bone loss) or product (tsvwh10). Therefore, based on the available information, device malfunction has not occurred and the reported fracture event was unconfirmed following inspection of the returned product. The reported bone loss could not be verified with the information provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported that implant (tsvwh10) was removed due implant fracture at tooth location 3. Bone loss was also noted.